Manufacturer narrative:
The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction procedure there was no irrigation from the system and the patient experienced a flat anterior chamber. The system started beeping to change the bag. The instruments were safely removed from the patients eye so the issue could be resolved. The surgical staff tried for several minutes but the issue was not resolved. The case was stopped and a second system was brought in. The surgeon proceeded with removal of the lens quadrants and it was noticed that the aspiration was not as good as it normally was. Again the irrigation suddenly stopped and the eye went soft. The issue could not be resolved with this second system and a third system was brought in. The surgeon was able to complete the case. There was no impact reported to the patient.